Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing episodes due to myopotential oversensing. The oversensing was noted on a stored egm. Programming changes were suggested. The patient was asymptomatic.